Event description:
It was reported that the device had early battery depletion due to high outputs on the right atrial and right ventricular leads. The device was explanted and replaced, and the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion due to high outputs on the right atrial and right ventricular leads. The device was explanted and replaced, and the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.